Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an acute procedure the table controls were not responding. A system restart was attempted, but unsuccessful. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During a patient procedure the system movement suddenly became unavailable. Message "emergency button active" was prompted on the display without an emergency button actually pressed. The investigation showed that the can cable connecting system control modules was broken. It is assumed that the cable became defective when moving one of the control modules. Due to such cable defects, the emergency stop circuit was interrupted. As a consequence, the power supply to the axle motors was interrupted prohibiting any system movements and the corresponding message was displayed. On proper installation the modules shall be kept together by fixed metal brackets which also cover the daisy-chain cables connecting the modules. In the present case the screws fixing the brackets on the modules were missing. Due to this, the modules did not hold together and the daisy-chain cables connecting the modules were broken. Since the system was installed shortly before the incident, an individual improper workmanship during installation was determined as the root cause for the reported system behavior. After the can cables were replaced by a cse the system works properly. This kind of error occurs very rarely. No systematic issue could be identified. No corrective action is planned based on the present event.